Manufacturer narrative:
Additional information: h3, h4, h6 and h10. The device was manufactured between 08aug2020 and 10aug2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection to the provided photograph, the pm was observed inside the bags. The particles were found to be styrene/acrylonitrile copolymer particles which are consistent with the bag spike port molder polymer. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity of exactamix 250 ml eva tpn bags. The pm was described as "white in color" and measured between 445 m x 283 m and ¿too large to be measured¿. The pm was identified as styrene/acrylonitrile copolymer, by ftir. There was not patient involvement. Should additional relevant information become available, a supplemental report will be submitted.